Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 42 mg/dl. Low bg cause was not known. Customer drank juice and consumed glucose tablets to address bg. Emergency medical services assisted the customer, who was in and out of consciousness, by taking his blood glucose and advising the consumption of glucose tablets. Recommendation was made to consult with a healthcare provider to discuss diabetes management.